Event description:
During testing by a zoll series representative, the device displayed a "bridge test failed," "defib fault 80," and "defib fault 108" messages. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.